Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was broken and drive support cap was loosened. Customer mentioned that the reservoir would come out from the insulin pump. The customer¿s blood glucose level was 235 mg/dl at the time of the incident. The insulin pump will be returned for analysis.